Event description:
Rosenow, md, et al. "Failure modes of spinal cord stimulation hardware." J. Neurosurgery: spine/volume 5, 2006; 183-190. Four cases of infection related to percutaneous lead (fbss).